Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation, and a software investigation has not yet been completed.

Event description:
A medtronic representative reported that there was a deviation on a demo system while the user was registering rev a cranial frames. It was reported that the software displays a deviation metric (accuracy) that indicates the predicted accuracy based on the positioning of the rods on the frame. There was no patient present when this issue was identified.

Manufacturer narrative:
Per further review by a principle product specialist, the reported issue was not a malfunction of the software. This behavior is in the software on purpose to give the surgeon a sense of the status of the reference frame. The rev a has individual plates that attach to the base ring. If they are not attached well with one plate not perfectly positioned, then the software detects this scenario. It is not an issue with registration, but rather an indication to the surgeon that the alignment of the plates is not perfectly seated. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Should this information been available at the time of the initial review, this incident would not have been considered a reportable malfunction.